Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping, had a damaged rear case and a bad lens. No patient consequences were reported. No adverse effects were reported.

Event description:
No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed labels intact, housing damaged. Upon inspection, customer problem was duplicated. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. Replaced downstream sensor, replaced damaged front and rear housing (screen included) .